Event description:
Info received indicated that the tubing sucked contents out of daughters stomach rather than going from tubing to her stomach.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.